Manufacturer narrative:
On 27-oct-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak and a hemostatic valve separation occurred. Leakage of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium occurred. Then the ¿st¿ was inserted there was still leakage so a new sheath was used and the problem was solved. Customer reported they ¿carefully put in the dilator, not with an angle.¿ there was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal action related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak and a hemostatic valve separation occurred. Leakage of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium occurred. Then the ¿st¿ was inserted there was still leakage so a new sheath was used and the problem was solved. Customer reported they ¿carefully put in the dilator, not with an angle.¿ there was no patient consequence. Additional information later received indicated there was physical damage on valve/hub as the hemostatic valve was broken. The hemostatic valve, brim cap or hub did not become detached from the sheath. It is unknown if air entered the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised.